Manufacturer narrative:
A review of the manufacturing documentation associated with lot (17381411) presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, after a smart self-expanding stent (ses) was implanted to the distal of the lesion, a saber rx pta balloon catheter (6mm10cm155) was used for post dilatation. However, it ruptured at 10-atmosphere pressure (atm). There was no reported patient injury. Therefore, it was replaced with another saber pta balloon catheter (6*150) and the procedure was completed. The lesion was the superficial femoral artery with a chronic total occlusion (cto). The vessel level of calcification is moderate. The vessel level of angulation and tortuosity is none. Initially, an ipsilateral approach was made. The device was prepped per the instructions for use (IFU). The device was prep normally. There were no anomalies noted during or after the device was prepped. The same indeflator was used successfully with other devices. The balloon was inflate normally until the balloon ruptured. After balloon rupture, a leakage from the balloon was observed. The catheter was not torqued against resistance. There were no kink/bent noted after device was removed from patient. There was no unusual force used at any time during the procedure. The product was removed intact (in one piece) from the patient. There is no procedural film/cd available for review. The device will be return for analysis.

Manufacturer narrative:
Additional information received indicates that the device will not be return for analysis as it was discarded at the hospital. After a smart self-expanding stent (ses) was implanted to the distal end of the lesion, a 6x100mm 155cm saber rx percutaneous transluminal angioplasty (pta) balloon catheter was used for post-dilatation. However, it ruptured at ten (10) atmospheric pressures (atm). Therefore, it was replaced with another saber pta balloon catheter (6*150) and the procedure was completed. There was no reported patient injury. The lesion was the superficial femoral artery with a chronic total occlusion (cto). The vessel level of calcification is moderate. The vessel level of angulation and tortuosity is none. Initially, an ipsilateral approach was made. The device was prepped per the instructions for use (IFU). The device was prep normally. There were no anomalies noted during or after the device was prepped. The same indeflator was used successfully with other devices. The balloon was inflate normally until the balloon ruptured. After balloon rupture, a leakage from the balloon was observed. The catheter was not torqued against resistance. There were no kink/bent noted after device was removed from patient. There was no unusual force used at any time during the procedure. The product was removed intact (in one piece) from the patient. There is no procedural film/cd available for review. The device was not returned for analysis. A device history record (DHR) review of lot 17381411 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst - at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics (moderately calcified cto) and procedural/handling factors may have contributed to the reported event since calcified/resistant lesions can cause damage to a balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time. Corrected data: device available for evaluation. If the device was not evaluated, select from the approved FDA codes or select 'other'.